Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the placement signal issue was not determined since the product was not returned and the data logs were not returned as well. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a "placement signal not reliable" alarm was displayed on the automated impella controller (aic). A transthoracic echocardiogram (tte) was performed, and the impella 5.5 was noted to be in good position with no thrombus noted. The alarm was then silenced. There was no reported patient harm.